Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6)/224168724, UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6)/223761638, UDI#: (B)(4); product ID: nim4cpb1, serial/lot #: (B)(6) /223760702, UDI#: (B)(4) h3: product ID: nim4cm01, serial/lot #: (B)(6)/224168724, UDI#: (B)(4) was returned to medtronic but analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. H6: codes of fdm b21 and fdr c21 are applicable for product ID: nim4cm01, serial/lot #: (B)(6)/224168724 additional code of img g02005 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6) /223761638 and product ID: nim4cpb1, serial/lot #: (B)(6)/223760702. H4: manufacturing date for product ID: nim4cpb1, serial/lot #: (B)(6) /223761638 and product ID: nim4cpb1, serial/lot #: (B)(6) /2 23760702 is (B)(6) 2022. H4: manufacturing date for product ID: nim4cpb1, serial/lot #: (B)(6) /223761638 is (B)(6) 2022. D1: brand name for product ID: nim4cpb1, serial/lot #: (B)(6) /223761638 and product ID: nim4cpb1, serial/lot #: (B)(6) /223760702 is nim vital¿ patient interface 4 channel. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the nim vital repeatedly showed the error message that emg monitoring was disabled due to patient interface fault detected. Restarting the system, using the other pi and connecting the vital to the pi via cord did not alleviate the problem. Eventually, the other nim vital was brought to the or and demonstrated the exact same behavior. When other nim vital was attempted for use during the case and this system experienced the same error messages, but was used to complete the case. Procedure was completed by waiting out for the the error messages and stimulate the nerve in between. Following the case, the nim vitals were plugged into the or boom along with other medical equipment. This makes suspect that there was actually an electrical current issue and the nim vitals were displaying the wrong error messages, i.e., instead of warning about abnormal current or interference, this pi fault warning was displayed instead. The procedure was extended by 15 minutes and completed with reported products. There w as no patient impact.

Manufacturer narrative:
H3: product analysis of the device found that there was no fault with the device. H6: code of fdm b01, fdr c19 and fdc d14 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Code of fdm b01, fdr c0208 and fdc d02 is applicable for product ID: nim4cpb1, serial/lot #: (B)(6). Code of fdm b17, fdr c20 and fdc d02 is applicable for product ID: nim4cm01, serial/lot #: (B)(6). Codes of fdm b21 and fdc c21 are incorrectly reported for product ID: nim4cm01, serial/lot #: (B)(6). Code of fdc d16 is no longer applicable. Returned device analysis for product ID: nim4cm01, serial/lot #: (B)(6) was submitted in regulatory report #1045254-2024 -00957 which was evaluated for other cause. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.